Event description:
Turning around a bend in dining room on a slippery floor and tipped unit.

Manufacturer narrative:
MFR is in the process of replacing the customer's scooter with a larger model 600t or 600f scooter.